Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of january 1, 2021, was chosen as the best estimate based on the procedure which happened sometime in 2021. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e1002 captures the reportable event of abdominal pain. Patient code e130501 captures the reportable event of acute kidney injury (aki). Patient code e050303 captures the reportable event of pulmonary embolism. Patient code e2114 captures the reportable event of perforation. Impact code f08 captures the reportable event of hospitalization. Impact code f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported to boston scientific corporation that a piranha biopsy forceps was used during a cystourethroscopy with ureteroscopy and pyeloscopy and fulguration of ureteral lesion procedure performed sometime in 2021. During the procedure, the acquisition of the biopsy specimen was adequate. Following the procedure, the patient continued having abdominal pain and the patient's creatinine level was rising. Because of this, the patient had bilateral nephrostomy tubes placed six (6) days post-procedure (pod06). The patient had possible perforation with the nephrostomy tube placement and pulmonary embolism. The patient had a computed tomography (CT) scan showing pulmonary embolism in the same admission. Per physician's assessment, the event was serious, was possibly related to the device, and possibly related to the procedure.

Manufacturer narrative:
Block h11: blocks a3b, b5, h2, and h10 have been updated based on the additional information received on may 28, 2024. Block b3: the exact event onset date is unknown. The provided event date of january 1, 2021, was chosen as the best estimate based on the procedure which happened sometime in 2021. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e1002 captures the reportable event of abdominal pain. Patient code e130501 captures the reportable event of acute kidney injury (aki). Patient code e050303 captures the reportable event of pulmonary embolism. Patient code e2114 captures the reportable event of perforation. Impact code f08 captures the reportable event of hospitalization. Impact code f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported that a piranha biopsy forceps was used during a cystourethroscopy with ureteroscopy and pyeloscopy and fulguration of ureteral lesion procedure performed sometime in 2021. During the procedure, the acquisition of the biopsy specimen was adequate. Following the procedure, the patient continued having abdominal pain and the patient's creatinine level was rising. Because of this, the patient had bilateral nephrostomy tubes placed six (6) days post-procedure (pod06). The patient had possible perforation with the nephrostomy tube placement and pulmonary embolism. The patient had a computed tomography (CT) scan showing pulmonary embolism in the same admission. Per physician's assessment, the event of rising creatinine level was serious, was possibly related to the device, and possibly related to the procedure. For the event of nephrostomy tube placement, the event was serious, was not related to the device, and was not related to the procedure. The event of pulmonary embolism was serious, was possibly related to the device, and possibly related to the procedure.